Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The care giver stated the heater bag had disconnected from the heater line of the homechoice cassette. The renal therapy service agent (rtsa) had the care giver cycle power to the homechoice device to clear the alarm and advised the care giver to have the patient start over with new supplies. The rtsa reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.